Manufacturer narrative:
The picco catheter was returned for investigation. The reported problem could be confirmed by ocular inspection. The cause to the detachment is seen as a production error. Please note, this event is being filed as a retrospective MDR as a result of a review of our complaint database.

Event description:
It was reported that during using of a picco catheter on a patient, the extension of the catheter was broken which caused a blood loss. Final patient outcome is no injury. (B)(4).